Event description:
Boston scientific received information that this right atrial (ra) lead lead was found to exhibit loss of capture (loc). The lead was observed to have dislodged. A revision procedure was performed and the lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure. The lead was not to be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.